Manufacturer narrative:
Initial reporter addr 1: (B)(6). Investigation summary: it was reported that the needle tip was found punctured through the protective cap while unpacking. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly with the plastic shield. There is a double needle that is attached to the needle hub and fixed by white epoxy. This defect can occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case, the misfeeding of the cannulator may have induced the double needle on the needle hub. A device history record review was completed for provided material number 305107, lot number 0022953. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The cannulator was verified finding the correct settings and product flow was also verified finding it with no issues. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle 30ga 1/2 in experienced a needle point that penetrated through the shield. The following information was provided by the initial reporter: the customer complained that the needle tip was found punctured the protective cap while unpacking.